Event description:
It was reported by repair work order that the legs will not retract to load the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.